Manufacturer narrative:
System analysis/service repair on march 07, 2017: the reported issue of ¿error 235 during warmup¿ was confirmed. The lps was replaced and maintenance protocol was performed. The laser was calibrated; p/I was done. The system was tested and verified to meet manufacturer's specifications.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on march 07, 2017. The replaced diode power supply s/n (B)(4) was received at the manufacturer on march 30, 2017.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Service in the field was performed on march 07, 2017. The replaced diode power supply s/n (B)(4)was received at the manufacturer on march 30, 2017. The diode power supply was discarded was noted.

Event description:
It was reported that during warm-up of the laser, while the patient was involved; error 235 was noted. The procedure was completed with an alternate procedure ¿bipolar resection¿. Patient outcome: no injury to the patient was reported.